Manufacturer narrative:
H3: 81 other - the customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. However, customer was advised regarding the part number of the front panel and its price through the bulletin. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device will not be returned.

Event description:
It was reported to vyaire medical problem with the infant flow sipap ventilator in which the touchscreen is not working properly. It is not possible to select all parameters. Furthermore, there was no patient involvement associated with the event.